Event description:
The caller reported they did not know how much air was placed in the tube, but they did hear a pop. When tube was removed from the pt, they noted the cuff was blown. A non-routine replacement of the tube was required. The tube was discarded.